Event description:
The device was returned for pneumatic valve leak failure (valve 4). The device was attached to a bracket and powered on. No alarms or errors occurred. An infusion was run on the device and no alarms or errors occurred. The device was opened to inspect for internal damage. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. The lvp product label is misaligned and will need to be replaced. Label, logo, fabricated parts will be replaced during repair before the device is sent to the test line for full functional testing.

Event description:
The following has been reported: biomed reported: "said "service needed" on the screen." Patient harm: no. A preliminary review identified the following issue: pneumatic valve leak failure (valve 4). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Correction: initial MDR submittted with incorrect catalog/model #'s in section d4, fu2 submitted to correct.